Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock/low cardiac output syndrome was on an impella for mechanical circulatory support. During support, the patient developed bleeding at the access site, heparin was withheld, and the patient was administered multiple blood products. It was reported that the device was normally explanted and survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.